Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a blank display. Customer stated she had changed the battery four times in a month. The customer's blood glucose was 126mg/dl. The display did not return, customer wants pump to be replaced.

Manufacturer narrative:
The pump was monitored for 24 hours with multiple basal rates. The pump functioned properly. No blank display, display anomaly or unexpected pump restart/rest was noted during testing. The blood glucose meter communicated properly with the pump. The pump functioned properly during functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. No unexpected low battery or off no power alarms were noted. No damage inside the pump was noted. The pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.